Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Unavailable as per hospital policy.

Event description:
While drilling screw in the cup, the flexible drill shaft snapped in half. No delay.